Event description:
During routine testing of the device at the service center, the service repair technician reported that a "motor stop error" and "service pump message" had occurred on the roller pump. There was no patient involvement. Investigation in process, but not yet completed.